Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 13.2mm vticmo13.2 implantable collamer lens, -9.00/+1.5/007 (sphere/cylinder/axis), in the patients right eye (od), and noted a small deformity at the top edge of the lens. The lens was partially inserted into the eye and was removed within the same surgery. Another same model/length lens was implanted on (B)(6) 2020 and the problem was resolved. The cause of the event was due to the device.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical debris on the lens. Visual inspection found the lens haptic torn and debris on the lens. Claim#: (B)(4).